Event description:
The customer reported an issue where insulin was not visible at the end of the tubing during the loading sequence. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to continue filling the tubing and attempted troubleshooting with the assistance of customer support. They changed the cartridge and confirmed that insulin was now passing through correctly. Subsequent advice was provided to ensure cartridges are used as labeled, and the customer acknowledged understanding the instructions. Further follow-up was advised only if issues were to recur.